Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist (rt) reported that the inomax ds, (B)(4) would not calibrate and went into delivery failure. On investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored no values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. Following cable replacement, the device performed to specifications. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note the monitored no value would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2011, a respiratory therapist (rt) reported delivery failure on power-up of the inomax ds,(B)(4). The rt attempted to perform low and high calibrations but the device would not calibrate. The device was not on a patient and no adverse event was reported. The rt spoke with (B)(4) technical services who reviewed set-up. The device power cycled to stand-by then on with no change in condition. The device was removed from service by the customer and returned to the company for investigation.